Manufacturer narrative:
A customer in (B)(6) had contacted biomérieux to report false resistant antibiotics (e.g. Imipenem) for pseudomonas aeruginosa in association with the vitek® 2 ast-n227 test kit. An internal biomérieux was performed. This discrepant result was linked to fsca 3445 - card pouch integrity issue, in which there were holes in the white card pouches of some cards at the stitch seam. The expected result of tears/holes in the pouch due to the previous stitch seal would be moisture degradation of the antimicrobials, thereby elevating the mics, or causing false resistance. The root cause of the defect was linked to the design of the wheel that applies the stitch seal to the pouch. On (B)(6) 2017, stitch wheels with a new design were installed that resolve the issue. A customer communication has been created ((B)(6) 2017) and distributed to customers who received impacted card lots. The customer letter includes instructions for inspecting pouches prior to use in order to detect breaches and reduce the likelihood of using cards exposed to moisture. The customer letter also explains the potential effects of moisture exposure on card performance.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report false resistant antibiotics (e.g. Imipenem) for pseudomonas aeruginosa in association with the vitek® 2 ast-n227 test kit. Retest obtained the expected susceptible results. The customer offered no evidence of confirmatory testing via alternate method. The customer stated there was a delay of two days in reporting result to the physician. The customer also indicated there was no adverse impact to the patient's state of health as a result of the delay. A biomérieux internal investigation will be initiated. The referenced ast-n227 card lot is included in the field safety corrective action (fsca) 3445 was issued on 19apr2017 to impacted biomérieux subsidiaries and distributors to notify customers of potential issues and communicate mitigation activities to be implemented by the customer.